Manufacturer narrative:
Block h6: imdrf device code a050502 captures the reportable event of carrier misfire.

Event description:
It was reported to boston scientific corporation that a capio slim was used during a prolapse repair procedure performed on (B)(6) 2024, for the treatment of prolapse. During the procedure, the capio device misfired. There were no patient complications as a result of the event. The procedure was completed with another of the same device.

Manufacturer narrative:
Block h6: imdrf device code a050502 captures the reportable event of a device misfire. Block h10: upon receipt at our quality assurance laboratory, this capio device underwent a thorough analysis. Visual inspection of the device did not identify failures or evidence that could be lost due to decontamination process. During functional inspection, the cage was unable to catch the suture after being deployed. Dimensional inspection determined that the spring catch was out of specification. Additionally, microscope inspection revealed that the carrier had been deformed. Based on the information available and analysis results, the reported allegations of the device misfire cannot be confirmed through product analysis since after visual, microscope, functional and dimensional inspections in the complaint device it was not possible to identify any evidence of the alleged issue on the device. For the observed carrier deformation, this could be related to handling and manipulation of the device during procedure; since the adverse event occurred during the procedure and the device had no influence on event, the most probable cause of adverse event related to procedure is selected. Additionally, for the cage failure to catch, the investigation found that the inability to catch the needle is caused by an interaction between the needle and the spring catch components of the capio slim suture capturing device, which was not appropriately considered in the design tolerance arrangements of the device; thus, a conclusion code of cause traced to device design was assigned to this investigation.

Event description:
It was reported that, during a prolapse repair procedure performed using a capio slim device, the capio device misfired. Another device was used to successfully complete the procedure, with extended operating time reported. No further patient complications were reported.